Event description:
Two erroneous total prostate specific antigent (psa) and total bhcg, on two different pts. The erroneous psa result for the pt was 0.00 ng/ml. The erroneous tbhcg result for the pt was 0.00 miu/ml. Both results were reported out of the lab. The physician questioned the bhcg result when he heard a fetal heart beat. The customer indicated that the both original samples from the pts were retested. The repeated psa and bhcg results were 0.87 ng/ml and 91,900 miu/ml respectively. The result was reported out of lab. The customer indicated that there has been no report of pt injury requiring medical intervention or change to pt treatment connected with this event.